Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The cylinder was visually inspected and presented contamination between the inner and outer cylinder layers. Decontamination solution was injected through the cylinder input tube and a leak was confirmed. The distal end of the cylinder was punctured to expel the contaminated fluid and decontaminate the cylinder. The pump was examined and there were no abnormalities present. The pump passed the leak testing but did not pass the activation testing performed. Based on the information available, the clinical observations could be confirmed; therefore, a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not function properly. Two weeks later the patient underwent surgical intervention to explant the ipp cylinder and pump. The physician identified a hole in the right cylinder. The left cylinder and reservoir remained implanted. The patient has improved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that did not function properly. Two weeks later the patient underwent surgical intervention to explant the ipp cylinder and pump. The physician identified a hole in the right cylinder. The left cylinder and reservoir remained implanted. The patient has improved.